Event description:
Rptr is a cardiologist and pacemaker implanter. Rptr is well-aware of the problems that one may encounter with the medtronics spectrax pacemaker that are near eol when exposed to emi (they turn off completely!!). This is a potentially life-threatening problem that medtronic acknowledges but does not advertise. Rptr was very dismayed to discover (recently, when this pt's pacemaker suddenly and completely failed) that this design fault applies to the activitrax I line of pacemaker as well. Rptr fells strongly that this problem at the very least demands a "dear doctor" letter, and possibly even a product recall.